Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 30mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device and there were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen, and the balloon was loosely folded. At 16mm from the tip moving proximally for a length of 16mm, the balloon has a longitudinal tear. Product analysis confirmed the reported burst, as there was a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 30mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device and there were no patient complications nor injuries reported.